Manufacturer narrative:
Investigation summary one photo was received and evaluated. The photo showed a stack of bd bulk non-sterile boxes. Three of the boxes had visible labels and box numbers on the same side. One box on top of the stack did not have a label and did not have a box number visible. The box in question was received and evaluated. One side was found to have box #188 written in the upper righthand corner. In the bottom righthand corner remnants of the label were found. It appeared as if the label was present at one point. Then, at a later time the label was peeled off under unknown circumstances. Based on the evidence received, the label was present on the box at the time of manufacture. The label appeared to have been removed at some point between manufacture of this batch and inspection by customer. The potential root cause for the label being removed from the box could not be determined. A device history review was unable to be performed since no lot number was provided due to label content missing.

Event description:
It was reported that syringe 10ml ll bns was missing the label. This occurred on 20 occasions. The following information was provided by the initial reporter: material no.: 301029 it was reported that the label is missing on the box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ll bns was missing the label. This occurred on 20 occasions. The following information was provided by the initial reporter: material no.: 301029. Batch no.: unknown. It was reported that the label is missing on the box.